Event description:
Customer reported a communication error is being displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset the gib. Customer will monitor the system and if problem reoccurs the gib will be replaced.